Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 128 mg/dl. Prior to the alarm, the customer battery in the insulin pump went dead, the customer changed the battery and then afterwards received the alarm. The customer was unable to fully complete troubleshooting for the alarm because the customer did not have time at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.